Event description:
The pump was explanted on (B)(6) 2014 due to infection. The patient is currently functioning on his native heart. The patient is listed as stable and remains in the ICU. There were no suspected problems with the pump.

Manufacturer narrative:
Device evaluation: no device-related issues were discovered during the evaluation of the returned device. Visual examination of the sealed inflow conduit, sealed outflow graft, outflow graft bend relief, and outflow elbow revealed no evidence of thrombus formations or depositions. Visual examination of the pump¿s blood-contacting surfaces upon disassembly also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop and was found to function as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.